Manufacturer narrative:
Analysis: to date, this product has not been returned to medtronic for analysis, however, receipt of the product is anticipated. Without return, analysis is limited to device history record review, which noted no anomaly. A follow up report will be submitted to FDA upon completion of the analysis. Conclusion: no definitive conclusions can be drawn at this time, as the product has not been returned. No reported adverse pt outcomes associated with the clinical event.